Event description:
It was reported that the patient underwent a total scs system explanted (B)(6) 2019.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient¿s ipg would not communicate and had not been able to communicate for over 2 years. As a result, the patient may be awaiting surgical intervention.